Event description:
Acct. Reports leaking at the site of the "t-connector and angio connection". States IV was started, ext. Set was attached to catheter according to instructions of "insert and twist". States there was no leaking initially, but then leaking was noted. IV site changed, no medical intervention required as this is considered a nursing intervention. Incident occurred on an infant. No further information available.